Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the nozzle of the gastrointestinal videoscope was clogging. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending tube was deformed, the bending section cover adhesive was chipped, the water removal ability did not meet standard value due to clogging of the nozzle, the light guide lens was cracked, the light guide connector was corroded and scratched, the suction cylinder was shaved, the control unit was discolored, the light guide connector was repaired by a third party, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported that they did not know when the clogged nozzle first occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.